Event description:
Adverse event(s): "no patient injury was reported" (no consequences or impact to patient). Product problem(s): "reported system messages during the sculpting" (device displays error message). "Surgeon also complained about the noise made by the system" (ambient noise issue). The surgeon reported system messages during the sculpting step. Another system was used to perform the phacoemulsification. The posterior vitrectomy was performed with the original system. The surgeon also complained about the noise made by the system. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and was unable to duplicate the problem reported. The system was then tested and met all product specifications. A review of complaints for the last 24 months did not indicate any additional, related reports for this system. (B) (4). (B) (4). (B) (4).